Event description:
The customer reported high blood glucose and insulin pump alarmed weak signal. Customer stated she was running high blood glucose and sensor did not alarm her. Troubleshooting was done. Customer's blood glucose was 456 mg/dl. Customer treated the high blood glucose. Customer does not have tubing clamp. Advised we would send one. Customer will report back to perform high pressure test. Ran self test with customer and test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).